Manufacturer narrative:
A component of the system, case recordings have been received and are currently under evaluation. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
According to the reporter, there was an issue with registration during a superdimension enb procedure. The physician performed automatic registration but was not able to get the main carina, right upper lobe, or left upper lobe to register. Manual registration was then attempted without success. Registration review noted no concerns with registration and appeared to be a complete survey. The case was aborted and the patient under general. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
The case recordings were returned and evaluated. The evaluation showed root cause was abnormal anatomy in the trachea area. The software recognized the abnormal anatomy in the trachea area as a bifurcation to an airway, and added an abnormal branch to the tree. This revealed a new software design anomaly. Two locatable guides were also returned and they were able to pass an accuracy test, which requires proper registration of the lgs. If information is provided in the future, a supplemental report will be issued.